Event description:
It was reported that, approximately eight (8) months after a right shoulder arthroscopic rotator cuff repair performed on (B)(6) 2022, in which a regenectin bio-inductive implant was used, the patient experimented pain and discomfort on the right shoulder. An MRI without contrast was performed and it revealed the following: moderate quantity of fluid subacromial subdeltoid bursa with synovitis and possible 7 mm cartilaginous body, partial bursal surface tear 50% thickness proximal anterior infraspinatus tendon contiguous with fluid signal 1 cm in length intra-substance delamination tear at the musculotendinous junction, distal supraspinatus tendinosis, and subcoracoid bursitis with fluid and debris superficial to the subscapularis tendon inferior to the coracoid. Consequently, the patient underwent a right shoulder arthroscopic revision rotator cuff repair by healing response, subacromial decompression with removal of multiple loose bodies from prior surgical repair and prp injection on (b)96) 2023. During the procedure, the surgeon encountered fifty (50) loose rice bodies from the degradation of the previously implanted regenectin patch, which were removed. Less than three (3) months later, another MRI without contrast was performed, which revealed a small partial intra-substance tear of the supraspinatus on a background of moderate tendinosis, unchanged slightly improved compared to the prior study, and a small partial intra-substance tear of the infraspinatus on a background of mild tendinosis, unchanged. This outcome resulted in the patient undergoing a right shoulder arthroscopic revision with rotator cuff repair and mini open subpectoral biceps tenodesis procedure on (B)(6) 2024, to resolve the issue. The patient continues to suffer limitation, pain and discomfort in the right shoulder, undergone multiple surgeries, multiple rounds of physical therapy and continues to take pain medications.

Manufacturer narrative:
H10: internal complaint reference: (B)(4) this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required. (B)(4) covers right shoulder arthroscopic revision of (B)(6) 2023. (B)(4) covers right shoulder arthroscopic revision of (B)(6) 2024.

Manufacturer narrative:
H10: h2: additional information on d4.